Manufacturer narrative:
(B)(4).

Event description:
The complaint states that the g5 mobile application shuts off with an alert was reported. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined. No additional patient or event information is available.